Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software and configuration files. System operates as intended.

Event description:
The customer reported the system displayed a "file system is corrupt" error message. No patient injury was reported.